Event description:
Caller reported a cartridge alarm, and there was no adverse impact to the customer's blood glucose level. The customer experienced a recurring issue with the pump, prompting tandem technical support to replace it. Customer was advised to use the current pump until the replacement arrives, and instructions were provided for returning the faulty pump. Additionally, the customer was informed about programming settings and connecting the continuous glucose monitor to the new pump. Customer will continue to use current pump.